Event description:
It was reported the patient's ((B)(6)) extension would not stay connected to the trial cable. The device was replaced which reportedly resolved the issue.

Manufacturer narrative:
Evaluation: results - complaint was confirmed for "loose connection". As received, a loose connection was observed when patient scenario was recreated with test control leads. Test leads were inserted into the returned ete cables and lead pulled out was observed; consistent with observation made in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.